Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device code). The device was returned to zoll medical corporation; the customer's report for device failed self-test was observed during review of the device activity logs. However, the device was put through extensive testing including full functional testing including the power on self-test without duplicating the report. The main board was replaced as a precaution. The device was re-certified and returned to the customer. The customer's report for device makes a crackling noise was not verified. Review of the device activity logs did not show any faults that could be associated with customer report. The batteries used at the time of the reported incident were not returned for evaluation. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message and made a crackling noise. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.